Event description:
Patient was on a noxibox receiving nitric. The noxboxi proceeded to completely stop working and stopped delivering nitric to this very critically ill patient. Patient then started decompensating and bagging was required for an extended period of time, while the noxboxi was replaced. Noxboxi had multiple vent flow idle and no low alarm, the patient was connected to a bunnell hfjv high frequency jet ventilator. The noxbox no delivery was set to 20ppm, but was fluctuating wildly anywhere from 76ppm to 6ppm.